Manufacturer narrative:
The lot number of the delivery device was not provided, and the device was not returned to the manufacturer for evaluation. Therefore, a device history review (DHR) and product evaluation could not be conducted. Based on the information available, the root cause of the reported event could not be determined.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that during lens insertion there was a capsular tear. The lens had to be cut out and removed. A vitrectomy was performed and a sulcus lens was implanted. The surgeon indicated the likely cause of the event is "weak capsule". The patient's status was described as "good".